Event description:
A user facility reported to olympus that during an therapeutic liver laparoscopy, the grasping part of the thunderbeat 5 mm, 35 cm, front-actuated grip type s "fell down." It was presumed it fell into the patient. There was a 15 minute delay while they exchanged the device for a new thunderbeat. The patient was reported to be "ok with no problems" after the procedure. Clarification was requested multiple times regarding where the device fell, and interventions, but was not received.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5.

Event description:
It was clarified that no part of the device fell in to the patient, but rather, out of the body and onto the fabric around the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with and correction to the initial with information inadvertently left out. Additionally, to provide updates to field (h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the probe was broken. The fracture surface of the probe was checked and found that cracks had developed from the non-insulated side of grasping section. There was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. The tissue pad in the grasping section was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the probe broke and the procedure time was extended occurred by the following mechanism: 1. The worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. However, the root cause of the phenomenon's could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. In addition, the following non-reportable malfunctions were found during the device evaluation: tissue pad was worn. Olympus will continue to monitor field performance for this device.